Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the hematoma is unknown. The patient's weight at the time of the event is unknown. This information was confirmed with physician. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the device was explanted due to a hematoma and leg weakness. There were no known environmental or external factors that may have contributed to the issue. The patient had complained of some abdominal pain post operation and was in the ICU following the explant. The issue was resolved at the time of the report. No device issues reported.